Manufacturer narrative:
(B)(6). Date sent: 12/16/2021. H1 = not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. Further analysis shows that the anvil plate was not fully seated on the distal end. However, since the device has a selectable anvil height feature, the anvil plate can move closer / away from the anvil channel. Upon performing functional test on the device, the anvil plate remained attached and compressed as intended when firing with a test reload. The device functioned as intended. This condition can be present on a conforming device. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) batch # 186a75 (B)(4). Investigation summary : a photo along with the device were submitted to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a portion of the cartridge from the anvil area, and the cartridge appears to be seen damaged. Based on the photo review the event describe is confirmed, however no conclusion or root cause could be determined. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. Further analysis shows that the anvil was not seated properly on the distal end from the anvil channel. Due to the condition of the device no functional test was performed. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the nurse opened ntlc and noticed that the anvil side of the device was sitting up at the distal end and there was very little tissue retaining pin sticking upshe pushed this back down but the consultant suggested that another be opened just in case and this one be returned for checking. No patient consequences reported. No further information is available.